Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation? Yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: 1 syringe was returned by the customer for investigation. It was reported that the user had trouble flushing through the extension set. The syringe was examined for defects and abnormalities. No defects or abnormalities were observed. The syringe was filled with 10 ml of blue dye/water mixture, connected to each extension set and attempted to be infused. All sets were able to be infused. The failure was unable to be replicated. A device history record review for model 302995 lot number 0070362 was performed, however, the lot showed no data. A root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. H3 other text : see h.10

Event description:
It was reported that syringe 10ml ll s/c 200 had flow issues. The following information was provided by the initial reporter: material no: 20039e batch no: 20075476. It was reported that the user had trouble flushing through the extension set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll s/c 200 had flow issues. The following information was provided by the initial reporter: material no: 20039e ; batch no: 20075476 it was reported that the user had trouble flushing through the extension set.